Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. This report addresses the 7-2 web. The 7-3 web is referenced under MFR report# 2032493-2024-00488.

Event description:
It was reported that during the embolization of the cerebral aneurysm, after inserting and expanding the first web device (7-3). The physician attempted to detach the web, despite multiple attempts, the deployment failed. The physician tried again with a different deployment device unsuccessfully. Then it was decided to replace the web device with another one. The second web device (7-2) also failed to detach after multiple attempts. The procedure was completed using a different technique with the use of competitors device. No harm or injury was reported. This is report 2 of 2 and addresses the 7-2 web.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the proximal connector kinked, and the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged proximal connector and heater coil windings. However, the heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the proximal connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the proximal connector damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event. The returned microcatheter was found kinked at 61cm from strain relief but also would not have caused or contributed to the reported event.

Event description:
No additional information was received.